Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager (e-lock) had failed and not allowing the medication refrigerator to close. This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed due to the faulty door latch and cable harness. The field service engineer resolved the issue by replacing both the door latch and cable harness. The system functioned as intended after the field service engineer troubleshooted the device.